Event description:
It was reported the maximum side of the footswitch was not working for the case. The pedal and cord were replaced to proceed with the case. There was no pt consequence. The rep identified the cable as being black. The device will be returned.